Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a lead implant procedure, lead was unable to be implanted due to patient anatomy and a dural tear occurred. Lead was not implanted and the procedure was abandoned, another procedure took place two days later and a competitor lead was implanted. There were no additional complications during the procedure. Patient was stable.